Event description:
It is reported that the pt is experiencing trochanteric bursitis.

Manufacturer narrative:
Evaluation summary: pt has medical history including plantar fasciitis, which shares some causes with trochanteric bursitis. Primary surgical notes were returned and unremarkable. Cause cannot be definitively determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Consider the investigation closed.